Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister with IV sets. When hospital plugged in to be used, they noticed the co2 would not flow and discovered it was occluded. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # cs-cpl-2018-01074. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was received in pieces. The handle was observed to be taken apart with the tubing removed. The blower mister end was observed to be intact. There were no visual defects observed on the blower mister tubing. Based on the return condition of the device, we are unable to confirm the reported failure "no flow" due to the fact that the device was returned in pieces. Because this is a OEM component, the c of c was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister with IV sets. When hospital plugged in to be used, they noticed the co2 would not flow and discovered it was occluded. A replacement device was used to complete the procedure. No patient involvement.